Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the plastic distal end cover had a crack. The device evaluation found that the jet tube had foreign material. Additional findings include the following: water tightness was lost due to a deformation of the right / left / up / down knob, the air / water cylinder had no color, the suction cylinder had no color, the flexibility adjustment ring had a scratch, the switch box had a scratch, the scope connector case had a scratch, the label on the scope connector was peeled, the play of the up / down / right / left knob was out of the standard value due to wear of the angle wire, the adhesive around the objective lens had discoloration, and the light guide lens had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope working channel was damaged at the distal end, it had a sharp edge. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per additional information from the customer, the device was reprocessed prior to being returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of whitish foreign material adhering to the auxiliary water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the rl/ud angulation control knobs. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.